Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, which had moisture inside the screen. The insulin pump was also requiring frequent battery changes and there was a crack in it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).